Event description:
It was reported that the tubing disconnected from the y-site (clearlink) of a clearlink system continu-flo solution set resulting in a leak. The event was further described as "the glue used to bond the tubing to the lower y-site isn't sufficient". This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.